Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode have exhibited episodes of non-physiological artifact in all 3 channels, since implant. It was reported that there have been 2 shocks separate shock, since implant, for arrhythmias and 2 separate untreated episodes since implant. A request was made to have data from this device analyzed. Rhythmcare reviewed device data and provided recommendations for troubleshooting integrity of system and x-ray images. At this time the physician programmed device to secondary vector, advising that the electrode is properly inserted into device. This s-ICD device remains implanted. No adverse patient effects were reported. Additional information was received indicating that the patient experienced the first inappropriate shock on (B)(6) 2025 and the second inappropriate shock on (B)(6) 2025. It was reported during each episode of inappropriate shocks there was over-sensing of noise in each vector, relating to the pectoral muscles were contracting. At this time the physician reprogrammed the device to the secondary vector and programmed device shock zones to 250bpm.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.